Event description:
It was reported that the epidural catheter separated during removal and a portion of the outer coating was left in the patient. Since the patient is not experiencing any problems, there are no plans to remove the separated catheter piece.